Event description:
It was reported that my tandem insulin pump somehow delivered me 238 carbs worth of insulin while I was asleep last night went to the ER, and almost died. Multiple attempts were made to follow up with the customer regarding the reported issue; however, no response from the customer was received to confirm the allegation.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.